Manufacturer narrative:
The customer was contacted regarding the details of the alleged event. The customer provided that the product is not available and they could not identify the lot number of the product. During the initial contact the customer was unable to provide further details and attempts were made afterwards to collect more information but the customer was unable to respond to provide any other information. The device inspection details for the product are unknown. The customer had reported as part of the event description that the seams of the device had malfunctioned and allowed fluid to leak all over the patient. At that time the patient went into vtech however was able to convert on their own with no issues.

Event description:
It was reported that the device split at one of the seams, and let water spill all over the patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. Medical intervention was required.

Event description:
It was reported that the device split at one of the seams, and let water spill all over the patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. Medical intervention was required.